Event description:
A malfunction was reported on a pump, and technical support identified the issue as a resettable malfunction code, malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information to the customer, assisted with resetting the pump, and advised the customer to continue using the pump while monitoring for any recurrence of the malfunction code.